Event description:
It was reported that the unit emitted purple light. It was further reported that the unit displayed an e-2 error.

Manufacturer narrative:
Additional info will be provided once the investigation is completed.